Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they received a compromised force sensor system alarm. Insulin squirted out during the manual prime. They were disconnected during the prime process. The device was not bumped or dropped. It was noted that the drive support cap was sticking out. The customer¿s blood glucose level was 113 mg/dl. The device will replaced and returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Device received compromised force sensor system alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to compromised force sensor system alarm. Insulin pump received with loose drive support disk.